Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Add'l info was requested 03/26/2008, 04/07/2008 and 04/21/2008 by fax, mail and phone. A completed questionnaire has not been received. This report was mailed to FDA on: 04/24/2008.

Event description:
A technician reported that following intraocular lens (iol) implant surgery, a pt had the same cylinder as before the implant. Add'l info has been requested.